Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for posterior dislocation. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2014; date of revision: (B)(6) 2022; date of event: (B)(6) 2022; (right hip) . Treatment: revision; acetabular constraining ring was replaced over the constrained liner/open reduction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed and found the evidence provided is not conclusive enough to confirm implant dislocation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2022 indicate the patient received a right total hip revision due to instability and posterior dislocation. Upon entering the joint, significant hematoma was encountered and evacuated. The surgeon also noted that he excised an old femoral bone fragment that was free within the joint not noted to be related to a depuy procedure but likely a previous procedure involving competitor product. The acetabular constraining ring was replaced over the existing constrained liner. The surgery was completed without indication of complication by the surgeon. It is noted in the operative notes that the patient has had multiple dislocations with competitor product prior to this dislocation of depuy product. This instance of revision, (B)(6) 2022, is the first to involve depuy product, based on the information provided.